Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-00800, 2017865-2020-04600, 2017865-2020-04601. It was reported that the patient presented in the hospital for an unrelated issue. Upon review, the right atrial lead, right ventricular lead, and left ventricular lead exhibited capture anomalies. The physician explanted the leads. The patient was recovering post-procedure.

Manufacturer narrative:
A lead was returned for the reported event of capture anomaly. Visual inspection found no anomalies besides procedural damage. The reported event was unconfirmed.